Event description:
The catheter was removed because the patient developed osteomyelitis of the spine. The physician was unable to insert a new catheter afer the infection was resolved, so the pump was removed. The medication being delivered via the pump was not reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies - assumed normal battery depletion. The pump is greater than 13 years old; there was no telemetry.